Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 05-feb-2026 and investigation completed on 05-feb-2026 this MDR is being submitted as the initial report. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results. Upon review of the event description and assigned malfunction code set prep error - pre-use breakage. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion. Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint.

Event description:
Refrence number (B)(4). Event occurred in the united states. It was reported that the patient faced the tubing placed in the notch prior to pulling back event on (B)(6) 2025. The patient's blood glucose due to the issue was 536 mg/dl and got treated with correction injection via multiple daily injection (mdi). The patient required assistance due to blood glucose level and his son drove her to the emergency room. No further information available.